Event description:
It was reported that after the proximal lad lesion was treated, the device was withdrawn from the patient and upon checking the stent delivery system, it was found that the balloon had separated from the shaft. No pt injury was reported.